Event description:
It was reported that a power on reset occurred (B)(6) 2010. Device was reprogrammed back to original values. Device is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that on (B)(6)2010 at 00:32:07, the device recorded a write to locked ram por.